Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. The insulin pump had moisture damage on electronics noted during testing. The insulin pump had scratched display window, cracked reservoir tube lip and cracked reservoir tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the buttons were working intermittently. The customer mentioned that they were unable to clear an alarm. The customer's blood glucose was 14 mmol/l at the time of incident. The customer stated that the insulin pump was exposed to moisture. The insulin pump will be replaced and will be returned for analysis.